Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Nurse reported the customer's performa system gave patient blood glucose result of 3.9 mmol/l at time when the patient had symptoms of hypoglycemia. Hospital system result taken at the same time was 1.7 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.